Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator had a "buttons of charge handle failure" during opcheck. There was no pt involvement.